Manufacturer narrative:
(B)(4). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. If any further information is received that alters our conclusion or information, a supplemental report will be submitted accordingly. Multiple mdrs were filed for this event (reference 1825034-2017-01792 & 01802).

Event description:
Journal article, "preparation of the femoral bone cavity for cementless stems: broaching vs compaction. A five-year randomized radiostereometric analysis and dual energy x-ray absorption study" was received involving cementless hydroxyapatite-coated bi-metric stems (biomet, inc.), reported that one patient underwent a revision of the acetabular cup and liner at 2 years post-implantation due to an unknown reason. Attempts to obtain additional information have been made; however, no further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown bi-metric femoral stem, unknown acetabular cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni; therapy date - ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported in a journal article received that patient under a hip revision procedure approximately twelve months post-implantation due to unknown reasons. During the procedure, the femoral head and acetabular liner were removed and replaced. No additional patient consequences were reported.